Event description:
It was reported to philips that the device had a battery malfunction. There was no patient involvement. The customer requested assistance from a philips remote service engineer (rse). The customer explained that their device experienced a battery malfunction. Based on the reported issue it was advised that the battery would need replaced. Based on the conclusion of the investigation, it was determined that this was a malfunction of the battery. The customer was advised to replace the battery to return the device to working condition. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.